Manufacturer narrative:
Date of event was approximated to (B)(6) 2020 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, as the obturator was extending the button the internal bolster was damaged. The procedure was completed with the new endovive one step button. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive one step button was used during a percutaneous endoscopic gastrostomy (peg) placement procedure. The procedure date is unknown. According to the complainant, during the procedure, as the obturator was extending the button the internal bolster was damaged. The procedure was completed with the new endovive one step button. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6)2020 as no event date was reported. Block h6 (device codes): problem code 2907 captures the reportable event of internal bolster detached. Block h10: a visual examination of the device revealed that the button dome was punctured by the obturator. The bolster was not detached. It is most likely that handling, technique or procedural factors encountered during inserting the device inside the body could have affected the device performance and its integrity. Also, a force applied to push the obturator during the use of the device could have contributed with the event. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).